Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The break in aseptic technique was further described as the patient not masking. The patient was hospitalized and treated with cefazolin 1 gram daily intraperitoneally for 4 weeks and diflucan capsule daily orally for 4 weeks. The patient has been retrained for proper aseptic technique. The patient was discharged from the hospital after two days from being admitted and was recovering from the peritonitis. Pd therapy is ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.